Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 02/08/2026 and 02/10/2026. The wearable was inserted into the arm on (B)(6) 2026. On 02/08/2026, it was reported that the patient started getting inaccurate and jumpy egv. She tried to calibrate but he calibration was not accepted. The bg and egv during that time were not documented. The patient continued to get inaccurate readings and on 02/10/2026 around 7:00 am she had shakiness, nausea, severe vomiting, increased hunger, inability to keep down food or water, stomach pain, sweating, and intermittent loss of consciousness. Her friend drove her to the emergency room (ER). There, the egv was reading 300 mg/dl and the bg meter was reading around 500 mg/dl and she was diagnosed at the ER with dka. She was admitted and treated with insulin (route and units were not asked), potassium, and magnesium and got discharged on (B)(6) 2026. The patient is reported feeling fine during the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.